Event description:
On march 14, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On (B)(6) 2025, the user reported that the system showed results that were different from glucometer measurements. The RMA was authorized for the return of sensor for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the raw sensor data showed intermittent sensor communication issues, but this is unlikely to be related to the observed sensor inaccuracies. The root cause of the observed sensor inaccuracies cannot be determined. B4. Date of this report: 11 june 2025. G3. Date received by the manufacturer? 11 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.